Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: what is the patient¿s status? What is the lot number of the band? What is the fill history? Please document dates and amount of fills. When the band was removed, was the locking connector attached to the port? Was it locked? Where was the strain relief?

Event description:
It was reported that about four years after a band placement a laparoscopic band replacement procedure was necessary. The surgeon found that the band could be filled but would not hold the fluid after being filled. Methylene blue was injected into the port and the surgeon found leaking where the tube connected to the band. The band was laparoscopically removed from the patient and replaced with another like device with no harm to the patient. The port was not replaced.